Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, and cracked battery tube threads were noted.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 149 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.